Manufacturer narrative:
The insulin pump had a blank display due to total moisture damage on the electronic and motor assembly.

Event description:
The customer called to report a blank display and beeping. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.